Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was indicated that in the operating room, the physicians and the representative saw the fact that they couldn¿t aspirate at the same time.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709, serial# (B)(4) implanted: (B)(6) 1999, product type: catheter. Concomitant medical products: model: 97714, serial number: (B)(4); model: 3778-75, serial number: (B)(4); model: 37712, serial number: (B)(4); model: 3550-14, serial number: (B)(4); model: 35503, serial number: (B)(4); model: 3550-39, serial number: (B)(4); model: 37092, serial number: (B)(4); model: 3778-60, serial number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving prialt [25 mcg/ml] at a dose of 1.8 mcg/day via an implantable pump for intractable spasticity. The issue being reported was that they could not aspirate the catheter. The patient was having a routine pump exchange on (B)(6) 2016 and they were unable to aspirate the catheter. It was indicated there were no environmental/external/patient factors that may have led or contributed to the issue. They tried to aspirate the catheter as troubleshooting performed but nothing was obtained. A back table prime was done as intervention/action taken to resolve the issue. The doctor chose to prime on back table as the refills had been accurate. It was noted that at the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.